Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this lead will be analyzed and this investigation will be updated.

Event description:
Boston scientific received information that during an implant procedure, this left ventricular (lv) lead displayed high out of range impedance measurements. The lv lead was repositioned and impedance measurements were still high out of range. The physician checked the associated device and determined that was not the cause of the high impedance measurements. This lead was removed and a new non boston scientific lead was successfully implanted. This lv lead will be returned for analysis. No adverse patient effects were reported.